Event description:
Pt is a victim of flame burns in an automobile accident. Pt sustained 55 % total body surface area burns (tbsa). In 2004, a total of 129 epicel grafts were applied to the pt. Twelve were applied to the right arm, 34 to the anterior trunk, 38 to the right leg and 45 to the left leg. The pt expired the next day due to heart failure unrelated to the use of epicel. Batch records for this pt were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this pt. Sterility test samples collected pre-release were negative for growth.